Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30002100l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: pentaray catheter (catalog # d128211, lot # 30047464l). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade that required of pericardiocentesis. During the case, the patient condition was stable. Post-procedure, anticoagulant (protamine) was administered and the heart rate and blood pressure decreased. Cardiac tamponade was confirmed with echo. Pericardiocentesis yielded 100 cc of blood. The patient was transferred to intensive care unit (ICU). There¿s no information regarding interventions, extended hospitalization and physician¿s causality opinion. The ablation was conducted at 25 watts. There¿s no information regarding other generator parameters at the site of injury.

Manufacturer narrative:
On 7/23/2018, additional information related to the event and patient were received. It was clarified that the patient's sex is female and the patient's outcome is improved. The overall time for ablation and the last ablation cycle time at the site of injury were 25 watts by 20 seconds. It is unknown if transseptal puncture was performed. There¿s no information regarding the sheath used during the procedure. It is also unknown if the patient received anticoagulant during the procedure. Manufacturer¿s ref # (B)(4).